Event description:
It was reported that during a laparoscopic lobectomy, the device was activated intermittently in the middle of the operation. Besides, the device was activated without pressing the buttons when it was put on a stand. No error code was displayed although an error sound was heard. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. No continuous activation was observed during analysis. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.